Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 350 mg/dl and 500 mg/dl for first incident. The customer was assisted with troubleshooting. The customer was treated with did 10 days ago but this one was not for high blood glucose. Customer stated that last night he something where he was not getting message or blocked or kinked and insulin was not being delivered. Customer stated that ring was fine. Customer reported this one started at 330 mg/dl. Customer changed it out and then he got into 350 mg/dl and going up, they tried to bolus but it still keep going up. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. It was stated that customer used auto mode feature at the time of event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer states the cannula was bent. The insulin pump will not be returned for analysis.